Event description:
A us distributor contacted zoll to report that a patient developed an open wound/ abrasion under the lifevest equipment. Patient described the area as the top layer of skin is scrapped off and rubbed raw. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the open wound/ abrasion. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.